Manufacturer narrative:
Upon clinical review of this file, it has been determined that the event does not meet the criteria for MDR reporting. Per the instructions for use, the devices are intended for temporary subcutaneous or submuscular implantation, and are not intended for use beyond six months. In this particular case, mentor cpx tissue expanders were placed and expanded over a seven-month period. No product failures or adverse events were reported for these devices. Based on clinical judgments about a given patient¿s needs, a clinician may modify the standard approach as deemed appropriate. There is no evidence that this device was used off-label. Manufacturer¿s report number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: to complete breast reconstruction with gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast reconstruction procedure with unspecified mentor tissue expanders that were implanted in september 2017. The patient underwent bilateral explantation of the tissue expanders and replaced them with mentor smooth ultra high profile 1030cc gel breast prostheses on (B)(6) 2018. The tissue expanders were implanted in the patient for greater than six months which is contraindicated in the IFU. This medwatch report is for the patient¿s right tissue expander device.